Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the device failed after 13 uses and randomly dropped the needle during toggling. The needle was retrieved. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. No visual abnormalities were noted. The needle was not received. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.